Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for the implant was a request from an orthopedic surgeon for an upcoming prolonged (10 hour) back surgery. The patient has a history of degenerative joint disease, cardiovascular disease, chronic obstructive pulmonary disease, hypertension and hypercholesteremia. The filter was placed via the right femoral vein at the level of l3 vertebrae without incident. The operative record noted that the patient has significant scoliosis and some tortuosity of the ivc. The notes indicated that the filter placement was felt to be adequate, the patient was advised that the filter needed to be taken out as soon as possible after the back surgery. According to the information received the filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Information contained in the patient profile form indicated that an unsuccessful removal attempt occurred approximately three months post implantation of the device. The patient is reported to continue to experience anxiety related to the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Without images or procedural films for review the reported tilt, embedded and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact date of device implantation is unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of an optease filter on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages and required extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The filter was noted to be implanted in january 2015; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Additionally reported was filter tilt; however the mechanism and timing of the reported tilt remains unknown. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease filter on or about (B)(6) 2015, in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff.  Including, but not limited to, unsuccessful removal surgery due to the filter being tilted and embedded in the ivc wall. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages and required extensive medical care and treatment. The plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.